Event description:
The reporter states that he obtained blood glucose results of 11mg/dl and 279mg/dl within 10 minutes on the accu-chek active system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
The returned test strip vial was empty. Testing was not possible. Retention data provided.